Event description:
It was reported that, a caregiver from a residential facility contacted the manufacturer because the patient¿s blood glucose was elevated, with a capillary value of 469 mg/dl, while using the ilet system with an inset 23-inch, 6 mm infusion set and dexcom g7. Device report review indicated frequent correction dosing, including when glucose values were in range. The reported symptoms included hyperglycemia. The outcomes included resolution of hyperglycemia, with subsequent blood glucose values decreasing to 147 mg/dl and then 135 mg/dl, without hospitalization. The investigation included review of device data and troubleshooting with the caregiver, including recommendation of a complete supply change due to a possible infusion site issue. The caregiver reported no bent cannula and no leakage at the infusion site. Review of the case revealed no confirmed device malfunction, and hyperglycemia of unclear cause was observed. Based on previously established findings for similar reports, it was concluded that the cause was inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.